Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There will be 19 devices returned for analysis, including 3 actual products and 16 sterile products from same batch. The surgeon refused to use the remaining 16 sterile products from the same lot and they will be returned for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, a dispensed suture and one needle were received for analysis. The product code vcp433. The swage and attachment area were noted as expected during the visual inspection of the needles. The barrel hole of the needles was examined under magnification and remnant suture was noted. The sutures were examined, and the ends were observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance h6 component code: g07002 - no device problem found. H3 analysis: the product was returned to ethicon for evaluation. One open box with sixteen sealed packets were received for analysis. The product code is vcp433h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the sixteen samples. Fourteen samples broke due to improper tipping, as the sutures were breaking away from the swage area. Two samples were observed to be conforming as per flex specification. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.